Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expired 3/26/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 306mg/dl and 353mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned about these results of hi on (B)(6) 2015 at 2:55 pm, hi on (B)(6) 2015 at 12:54 pm, and hi on (B)(6) 2015 at 10:38 pm. The customer is calling because she has been receiving results of hi since (B)(6) 2015. Adverse event not reported.